Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error/battery depletion errors; however, the error was/errors were not representative of actual fast battery depletion and was/were unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an alert had been generated for this system related to potential battery depletion. A download of the device data was evaluated by a boston scientific engineer identified the alert was the result of at least 373 magnet applications. The device battery has recovered and the measurements have improved. The patient was brought in and the false positive alert was cleared. No adverse patient effects were reported.